Event description:
It was reported that the device infused all the treprostinil in one day. Per reporter, the patient reported feeling lightheaded and experiencing diarrhea. The patient did not seek medical attention and the symptoms were resolved. The reporter noted that the patient did not experience a missed dose or interruption in therapy. The set flow rate and volume delivered were unknown. The position of the pump when the alarm occurred is unknown. There was no medical intervention provided. The pharmacy replaced the product. The patient had a backup product they were able to switch to and was able to successfully continue their therapy. The medication used was treprostinil 40ng/kg/min, continuous frequency and IV route. The event occurred while in use with a patient. There was a patient involvement, and a patient harm/adverse event reported.

Manufacturer narrative:
E1: reporter facility name(B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.